Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, jailing of the second om was noted post study stent placement and no intervention was performed at that time.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and thrombosis. The index procedure treated one target lesion in the 3.25x8mm, 90% stenosed distal lcx (left circumflex). Treatment consisted of predilation, placement of a 3.0x20mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The patient was discharged two days post procedure on aspirin and prasugrel. The patient returned in (B)(6) 2011 with chest pain. A positive stress test showed basal to mid inferior ischemia. The patient was scheduled for cardiac catheterization in eight days; however, the patient presented on day six to the emergency room with chest pain. ECG showed sinus bradycardia, heart rate of 57, and t-wave inversions in the inferior leads. Cardiac enzymes were minimally elevated (troponin 0.080 ng/ml with uln: 0.03). Acute disease was ruled out and the patient was asymptomatic at rest. On day seven, thrombectomy of the mid lcx was performed. Ivus (intravascular ultrasound) was performed to assess the previously placed stents and a previously jailed om2 (second obtuse marginal) was angioplastied. The lcx region was treated with predilation and placement of another manufacturers 3.5x33mm stent in the mid lcx. The om2 was then re-wired and angioplastied through the stent struts. The patient was discharged the next day. The patient was reported to be compliant with antiplatelet therapy with no reported stops in therapy.